Manufacturer narrative:
The investigation has determined that non-reproducible, higher than expected, vitros troponin I es (tropi es) results were obtained from four different patient samples and from a known troponin free sample when tested on a vitros 5600 integrated system. The assignable cause is instrument related. Multiple within run vitros tropi es precision test performed were outside ortho guidelines indicating that the vitros 5600 integrated system was not performing as expected at the time of the events. An ortho field engineer performed extensive service and maintenance actions to the instrument, including cleaning the microwell incubator and shuttle weight, performing adjustments to multiple microwell sub systems and replacing the signal reagent dispensing tips, signal reagent pump to nozzle and tubing, signal reagent a pump, assay fluids pump b, the signal reagent probes, the fiber optic bundle and the well shuttle weight and assembly. Following multiple service actions, acceptable qc fluid performance was obtained and vitros tropi es within run precision testing performed was within ortho acceptable guidelines indicating the vitros 5600 integrated system was now performing as expected. Continual tracking and trending of complaints has not identified any signals that would indicate a potential systematic issue with vitros tropi es reagent lot 5120.

Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solution center (tsc) to report non-reproducible, higher than expected, vitros troponin I es (tropi es) results were obtained from four different patient samples and from a known troponin free sample when tested on a vitros 5600 integrated system. Patient sample 2 result of 0.239 ng/ml versus the expected result of <0.012 ng/ml patient sample 3 result of 0.214 ng/ml versus the expected result of <0.012 ng/ml patient sample 4 result of 0.202 ng/ml versus the expected result of <0.012 ng/ml patient sample 5 result of 0.217 ng/ml versus the expected result of <0.012 ng/ml troponin free sample results of 0.308 and 0.199 ng/ml versus the expected result of <0.012 ng/ml biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected. The non-reproducible, higher than expected, vitros tropi es results for all patients were reported from the laboratory. The customer did not know if treatment was altered, initiated or stopped for any of the patients and it was not known if corrected reports were later issued. The non-reproducible, higher than expected troponin I free sample results were generated during troubleshooting activities and were not reported form the laboratory. Ortho has not been made aware of any allegation of harm as a result of this event. This report corresponds to ortho clinical diagnostics inc (ortho) complaint numbers (B)(4) and reportability assessment (B)(4).